Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h11: the returned resolution 360 clip underwent analysis. Visual inspection revealed that the clip assembly was detached and both arms were bent, indicating full deployment. The catheter showed signs of kinking and unraveling. Microscopic examination confirmed full deployment, while media review displayed a video of a soft deployment failure, which did not match the condition of the returned device. No other problems with the device were noted. The reported event of clip unable to deploy was not confirmed. The returned clip assembly had both arms bent and the catheter was kinked and unraveled, likely due to procedural and handling-related factors. Based on the evidence, it appears the customer attempted to grasp more tissue than the clip could accommodate, causing deformation of the distal clip arms and impairing closure, while excessive force or improper manipulation during the procedure may have further contributed to the observed failures. With all available information, the most probable root cause assigned is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a colonoscopy procedure. The exact procedure date was unknown. During the procedure, the clip unable to detach from the catheter after it was fired. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a colonoscopy procedure. The exact procedure date was unknown. During the procedure, the clip was unable to detach from the catheter after it was fired. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.